Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient who has twiddlers syndrome presented with loss of capture on the left ventricular (lv) channel. A revision procedure was performed and the lead was found to have dislodged. The leads was removed from service. No additional adverse patient effects were reported.